Event description:
Unomedical reference number (B)(4). Event occurred in the sweden on (B)(6) 2024, it was reported that patient faced ten infusion set tape not sticking events. The events occurred after about 2 days of use. No further information available.

Manufacturer narrative:
Device 8 of 10. Patient city: (B)(6) patient country: sweden.